Event description:
Blood glucose measured 209 mg/dl at 5pm and took normal dose of 100 units of insulin before eating. It was reported at 8:30pm felt low glucose symptoms and glucose measured 40 mg/dl so self treated with dietary adjustments as a result however 10 minutes later glucose measured 95 mg/dl. Reporter stated within another 10 minutes, glucose measure 492 mg/dl, within another 10 minutes was 81 mg/dl, and within an hour measured 199 mg/dl. No medical treatment was reportedly sought or received. A request was made for the return of the suspect device and replacement product was sent.